Manufacturer narrative:
Update to b5 for additional information provided by the customer: the ethanol leak remained within the instrument and did not leave the footprint of the instrument. The fse used the appropriate personel protective equipment (ppe) to decontaminate any affected area, as per current service manual. Given the leak was contained within the instrument footprint, the event does not meet the criteria for a reportable incident. This MDR is no longer considered a reportable event.

Event description:
The customer reported an ethanol leak on their alinity m system. The customer reported that an ethanol leakage has been noticed on instrument alinity m system sn (B)(6). Liquid was found inside the system solution drawer. Some ethanol dripped from the system solution drawer onto the floor. On the screen the percentage of ethanol available keeps changing up and down. The ethanol leak remained within the instrument and did not leave the footprint of the instrument. The fse used the appropriate personal protective equipment (ppe) to decontaminate any affected area, as per current service manual. There was no report of injury or exposure to the leaked liquid.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred interntionally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported an ethanol leak on their alinity m system. The customer reported that an ethanol leakage has been noticed on instrument alinity m system sn (B)(6). Liquid was found inside the system solution drawer. Some ethanol dripped from the system solution drawer onto the floor. On the screen the percentage of ethanol available keeps changing up and down. There was no report of injury or exposure to the leaked liquid.